Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities displayed end of life (eol) with a 32 second charge time. Two weeks earlier the device displayed a monitoring voltage of middle of life and a charge time of 22 seconds. The device was explanted and will be returned for analysis.